Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient felt like ¿something was wrong.¿ the patient stated she was getting ¿absolutely nothing out of it.¿ it was noted that the patient only felt stimulation on one side and if she increased it, her whole leg would vibrate ¿from her back all the way down the leg.¿ it was reported that the patient had an overstimulation sensation. It was noted that symptoms included acute pain. The patient stated not using her stimulation because it would give her ¿charlie horses¿ and pains down her legs from the stimulation. The patient stated that ¿when she does get it to say a 5, her leg starts to vibrate.¿ it was noted that this happened to her right leg. The patient stated that she ¿never really got good use out of it but kept trying and trying.¿ it was reported that there was a loss of therapeutic effect. The reporter noted that the stimulation seemed to be working some but was not sure if the wire had moved because it was not the same. Additional information received reported that the patient was still having concerns regarding their device or therapy and they were working with their doctor or medtronic representative. It was stated that the patient was going to have the neurostimulator (ins) removed and it was "not working".